Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Log file review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical problem with the system can be identified by reviewing the log file. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient presented with irritation, burning and photophobia in the left eye one month post lasik. The patient stated regrets having treatment. The patient was noted to have stage one diffuse lamellar keratitis. It was also noted that the patient did not follow up postoperatively as directed. Additional information requested.